Event description:
Event description guidant received information that at 33.0 months post implant, this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault message. Technical services recommended immediate device replacement.